Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt with no physical damage noted. An error code was found in the ehl (event history log). The customer reported issue was not confirmed during the investigation. Root cause of the reported issue is unknown, but there is a possibility of a defective capacitor. Preventively, replaced the backup capacitor. The product is beyond 12 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. UDI number is unknown. No information has been provided to date.

Event description:
It was reported that during the use of the product power lost while pump was on alarm went off and the pump unexpectedly turned off. Then, it automatically powered on and it became operative. There was no patient injury.